Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had blank display. Customer's blood glucose value was 442 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin injection. Customer will be returned device for analysis.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery changed due to corroded battery tube. Unable to verify low battery alarm or battery longevity due to failed battery test alarm. No blank display noted. Device was received with partially broken reservoir tube lip, cracked case at reservoir window corners, cracked battery tube threads and missing end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.